Event description:
It was reported that the device tamper switch not working. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of the tamper switch not working was confirmed. On 26 june 2025, pcu was received unboxed and with paperwork. The tamper switch not working was confirmed by trying to enter the maintenance mode using the tamper switch. Once a known good sio board is installed, the tamper switch was working. San diego repair center to replace the sio board. Defective material from supplier. Device to be returned to san diego repair center for processing. Failure investigation report attached to work order in salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device tamper switch not working. There was no patient involvement.